Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 275 mg/dl; cause was not known. Ketone level was large. A bolus was delivered to address bg. System check was performed with tandem technical support and no device issues were identified. Customer's healthcare provider adjusted the customer's pump settings. Upon follow up, customer reported bg lowered to 235 mg/dl and declined further troubleshooting/follow-up.